Event description:
The patient experienced nausea and light headedness. The patient stated that she was still getting pain coverage from the pump and her oral medication. The pt indicated that her pump has been flipping. She had planned to have revision surgery to correct the issue. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).